Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm without prior notification of low battery alarm. Customer stated had to change battery every 3 days. Customer did not received low battery before change battery now alert. Customer stated that battery cap was not loosen, cracked or damaged. Customer stated that this was the second occurrence of replace battery without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.